Event description:
During the surgery, the drill did not enter the distal screw hall accurately. (Drill hit the nail). So the surgeon drilled and inserted the screw with all his might. (The surgeon reamed greater trochanter part only.) After the surgery, our sr tried to insert the drill with using target device, and drill could not pass the nail. (We suspect that the target device distorted from age).

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplement.